Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that ever since the cold snap happened in tucson when they lay down on their back, it feels like the implanted device is pressing against their ribs and creating a little bit of pain. When asked for event date, patient mentioned the issue began about 5 days ago. Patient stated that the device has been charging just fine and they have been able to manage the stimulation just fine. Patient mentioned they have an appointment with their healthcare provider (hcp) in five days. The patient was redirected to their hcp to further address the issue.